Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the insulation of the battery cable was not confirmed. The power module was not returned for evaluation, and no photos were submitted for review. Provided information indicated that the cable would be replaced. Multiple attempts were made to inquire about the potential return of the product; however, no response was received. This investigation will be reopened if the product is returned for evaluation and repair. The root cause of the reported event could not be determined through this analysis. Review of the device history record for the power module showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was returned for a functional check, and it was noted that there was a cut on the streamline battery cable insulation. The streamline battery cable was replaced.